Event description:
A complaint from (B)(6) was received where the customer states that the hand pendant stopped functioning. No injury. A new pendant was sent for replacement under warranty. Event occurred in a user facility long term care unit.